Manufacturer narrative:
Concomitant products: 4470 lead, implanted (B)(6) 2001; 694765 lead, implanted (B)(6) 2010.

Event description:
It was reported that the left ventricular lead had high thresholds. The lead was capped and replaced with and epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.